Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge onto the pump. Although requested by tandem technical support, no further information was provided by the customer.